Manufacturer narrative:
After several attempts made to request product return from the customer, there was no response received. The product was not returned for evaluation. If the product does arrive, a supplemental report will be submitted with the evaluation findings. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no non-conformances. The UDI number is not available.

Event description:
It was reported during use that the monitor was accused of generating inaccurate numbers in the ev1000 platform system. Patient demographics were requested but were unavailable. There is no patient injury. There was a confirmation that there were inconsistent values that displayed. Any inappropriate patient treatment was not reported. Information was attempted to be received from the facility, but no further information was available.